Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was duplicated and attributed to analog board. The analog board was replaced to resole the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.